Event description:
The device was used during a laparascopic assisted vaginal hysterectomy procedure. 5/5/97 it was reported on the first firing of the stapler the cartridge fired only on the specimen side. There were no staples halfway down the staple line on the pt side. The surgeon used bipolar for hemostasis. An endo-gia was used to complete the case. There was no consequence to the pt.